Event description:
The site manager reported the following information: the patient (admitting diagnosis of acute diverticulitis) underwent a CT scan of the abdomen and pelvis with intravenous contrast. The patient complained of pain at the injection site following the injection. An extravasation of approximately 40 mls was noted on the back of the patient's right hand. Post-procedure, the patient underwent decompression surgery for compartment syndrome of the affected area at a different hospital. The patient was in rehabilitation for three months and continues to complaint of numbness and pain in the affected area, as well as limited use of her right arm.

Manufacturer narrative:
A medrad service engineer performed a system service check of the stellant injector on (B)(4) 2011 and the unit was found to be operating to specification. Additional applications training was offered to the customer; we are waiting for their response.